Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that upon turning the pump on from being in storage mode, the pump displayed a message that the insulin on board (iob) and max hourly bolus had been set to 0 and the insulin gauge showed 0 units. The customer's blood glucose (bg) level was in the 500 mg/dl range and the customer did not think a bolus could be delivered. Insulin injections were administered to address the bg level. Tandem customer technical support (cts) informed the customer that the pump will reset the insulin gauge, iob and max hourly bolus after being in the storage mode. In order to resume insulin delivery, the customer must install a cartridge onto the pump. The customer understood and declined assistance from cts to install the current cartridge.